Event description:
It was reported the pt was implanted with a permanent scs system and released from the hospital the following day. Two days later, the pt suffered a stroke and was hospitalized. The next day the pt died. The implant physician reported the pt's uncontrolled hypertension, a bleeding ulcer and other co-morbidities contributed to the stroke.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.